Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). No further information was provided. The investigation will be reopened and processed accordingly if any further information is provided.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) had a line on the display. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) display is going out - line running straight down. There was no patient involved.